Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was dislocated in eye. The iol was exchanged for another iol after 23 years of initial implantation. Patient's issues resolved. Additional information was requested.

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. One haptic was broken in the haptic insertion area (not returned). The optic is torn/split/cracked and cut into pieces, typical of insertion and removal. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint of "dislocated lens". The lens exhibited damage that would be observed on an explanted lens. A reason for the dislocation was not provided by the hcp. This complaint was part of a bulk. The issue not occurring until 23 years after the lens was implanted may indicate the event was not related to the product. There have been no other complaints in this lot. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).